Event description:
It was found during cleaning that the seal between the top housing and the bottom housing is loose in system 6 aseptic housing at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was found during cleaning that the seal between the top housing and the bottom housing is loose in system 6 aseptic housing at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, the housing seal is loose, was confirmed by the technician. The technician confirmed through functional inspection that the top housing was separating from the bottom housing. The technician noted that the weld that holds the housings together was compromised due to an impact force such as being dropped/cracked. This is a material fatigue issue. Device was placed in parts retention.